Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and an mesh was implanted. It was reported that the patient underwent hernia repair surgery on an unknown date due to leaking from his bowels and his bowels were torn. It was reported that the patient underwent an additional surgery. It was reported that the patient underwent removal surgery a few days later due to a ¿cut in his bowels and an infection that caused sepsis. It was reported that the patient underwent surgery on (B)(6) 2017 ¿to wash him out and to allow his hernia to heal on its own without the mesh. No additional information is provided.